Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00148 1.section b. Describe event or problem. Results: the jet7 was stretched from approximately 129.0 ¿ 131.5 cm from the hub. A slit was present at the stretch location and the coil winds were exposed. During functional testing, the jet7 was unable to advance through a demonstration rhv due to the damage on the distal tip while attempting to advance the jet7 through a demonstration neuron max. Conclusions: evaluation of the returned jet7 confirmed stretch and fracture damage near the distal tip. This damage typically occurs due to forceful retraction against resistance. Based on the reported event, it is likely that the angle at which the jet7 was retracted into the neuron max tip contributed to the resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), middle cerebral artery (mca), and anterior cerebral artery (aca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, while retracting the jet7 through the neuron max in the cavernous ica to complete the first pass, the physician experienced resistance. It was reported the neuron max was placed higher than usual in the anatomy causing the jet7 to be retracted at a sharp angle into the neuron max. Upon removal, the physician noticed that the distal tip of the jet7 appeared damaged; therefore, it was not used for the remainder of the procedure. The procedure was completed using another jet7 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), middle cerebral artery (mca), and anterior cerebral artery (aca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, while retracting the jet7 through the neuron max in the cavernous ica to complete the first pass, the physician experienced resistance. Upon removal, the physician noticed that the distal tip of the jet7 appeared damaged; therefore, it was not used for the remainder of the procedure. The procedure was completed using another neuron max and the same sheath. There was no report of an adverse effect to the patient.